Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "over bolused" via the pump causing a low blood glucose (bg) of 42 mg/dl. Reportedly, the customer did not consume the amount of carbohydrates that were bloused for resulting in the low bg. The customer declined further assistance from tandem technical support regarding low bg issues. Reportedly, customer continued to use the pump for insulin therapy.